Event description:
Catheter was placed uneventfully via right ij. After tunneling the catheter, a kink was observed. All attempts to remove the kink were unsuccessful. The catheter was removed. The physician resected the tunnel tract in order to remove the catheter. A second catheter was placed. There were no pt complications reported.